Manufacturer narrative:
(B)(4). Return of the device for investigation was requested and it is currently in transit to the manufacturer.

Event description:
The customer reported that the custom ordered tracheostomy tube did not have the correct angle as ordered. There was no patient involved. This report is associated with 2936999-2015-00955 which is regarding the first of two tubes in the customer's order.